Manufacturer narrative:
A steris service technician arrived onsite and spoke to facility personnel who stated that the reported event was attributed to improperly securing the patient. The facility has two cmax tables and could not confirm which table was associated with the reported event. The technician inspected both tables and found them to be operating properly. No issue with the function or operation of the tables were identified and the tables were returned to service. The user facility reported that during the time of the reported event, the table was tilted head down and left with a safety strap across the patient's lap when the patient slipped off the table. The cmax surgical table operator manual states (1-2), "warning - personal injury hazard: failure to keep the patient properly secured with the patient safety straps at all times could result in death or serious injury." The operator manual further states (1-2), "warning - personal injury hazard: unanticipated table movement could cause patient injury. Patient must be secured to the table in accordance with recommended positioning practices." The reported event is attributed to user error as facility personnel should have ensured the patient was properly secured. The technician counseled facility personnel on ensuring the patient was properly secured. No additional issues have been reported.

Event description:
The user facility contacted steris for information regarding their cmax 110 surgical table. The request was part of the hospital's internal investigation into a patient slipping off the surgical table. No report of injury as facility personnel caught the patient. The patient was repositioned on the table and the procedure was completed successfully.